Manufacturer narrative:
The product is not available for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor can a root cause or any potential contributing factors be identified. The device history record was reviewed; no related non-conformances were found. No previous related record of servicing. No escalation is required. An engineering evaluation was initiated and completed to assess for any manufacturing-related processes which could be correlated to the complaint. No manufacturing non-conformances were found. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. These devices are typically used in intensive care units or operating rooms where patients are closely monitored. It is unknown whether any user or procedural factors contributed to this reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that, the cvp value input from nihon kohden monitor was displayed low on the hemosphere monitor. When the sales representative checked the device using a simulator at the hospital, the cvp was displayed about 7 mmhg low. The value displayed on the nihon kohden monitor was 8 mmhg, while the value on the hemosphere monitor was 1 mmhg. The device is not available for evaluation. There was no patient injury reported.

Manufacturer narrative:
The product was returned for evaluation. The functional tests were performed and the device passed all the tests. During evaluation, no error messages were observed. There was no physical damage noted. With any hemodynamic monitoring, patient parameters can change quickly and dramatically. These devices are used by highly trained clinicians experienced in assessing and mitigating any hazards that arise. In this case, it would be evident to the user that the cvp reading on the patient monitor and the hemosphere did not match. This would start the troubleshooting process. In addition, it is clearly stated in the IFU that the calibration option is required when default values are incorrect. In this case there was no patient injury noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.